Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument generated a blade exposed warning. The issue occurred when the customer was sealing and not cutting. The customer was sealing, and they believed the vse instrument shorted and they received a warning that stated press the arm swap pedal to acknowledge, then to take the instrument out and reseat it. When the customer reseated the vse instrument, it failed the self-test twice. At the time of the call, the customer was not using the vse instrument but were using a fenestrated bipolar instrument. The technical support engineer (tse) recommended the customer use a new vse instrument and RMA the vse instrument with the blade exposed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The instrument gave us an error when we tried to seal and cut. They got a prompt to remove the instrument and a caution that the blade may be exposed. The customer removed the instrument, and walked through how to check if the blade was exposed (it wasn¿t) and how to clean the electrode surfaces. They reseated the instrument on the arm, and it failed it¿s self-test. They repeated the removal and reseating again and it failed the self-test a second time. They set the instrument aside and opened a new vessel sealer. Customer was instructed to open an RMA for the instrument and return to for inspection. There was no patient harm. There was only a slight delay while we were trouble shooting and opening the fresh instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause could be attributed to mishandling/misuse during use since the customer indicated that there was the potential that an electrical discharge occurred at a location other than intended, or due to a defective instrument. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: logs show pn 480422-03, lot k10250425-0370 was the first vse used. This instrument was installed 3 times. First install passed homing and performed 4 cut complete events. E100 logs show qty 20 seal events, with the first 19 seals having no errors, and the 20th seal resulting in an error indicating ¿system estop seal', 'type': 'recoverable error¿. Msc logs show error code 25913 indicating the same message ¿sys estop seal¿ at the same timestamp. Dsp logs show a strong grip fail event at the same time stamp as well. The instrument was removed and the subsequent two installs failed homing. Second vse used was pn 480422-03, lot k17250328-0333. This instrument was installed once and passed homing. Dsp logs show qty 36 cut complete events, qty 2 jaw angle open events, and qty 1 cut failed event with this instrument. E100 logs show qty 205 seal/coag events, with qty 204 having no errors and one event resulting in a high initial starting impedance error. Msc logs show error 25913 indicating ¿e-100 error: recoverable error: instrument high initial starting impedance¿ at the same timestamp. This high impedance error occurred on the 99th seal event, so the instrument was used for over 100 seal events afterwards.